Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the cadd legacy pump alarmed -no disposable- with remodulin cassette. Stated pump had alarmed earlier this morning and after troubleshooting, the remodulin restarted using same cassette. Using same pump and cassette, remodulin restarted. Serial number (B)(4). Two other cadd legacy pump battery doors would not open. Patient reports fatigue; not feeling well and scared. No further details provided. Additional information received via email from FDA on (B)(6) 2022 and attached by ICU medical in complaint: updated regulatory reference number to mw5109313, added additional contact. No further information provided. Medwatch report received via email by smiths medical/ICU on (B)(6) 2022 and attached and updated in complaint object: medwatch number mw5109324 added. Additional contact information added. No patient injury was reported.

Manufacturer narrative:
Other text: a duplicate of this reported event was identified., corrected data: please disregard the initial report submitted with the MFR: 3012307300-2022-09706. The report was submitted in error.